Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024-52 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead warning and that during the generator change the physician noticed that the insulation was pulled away from lead body. The lead was capped and replaced. Additionally, it was reported that the physician also noted that the atrial lead&#38112;insulation had also pulled away from lead body. The atrial lead was also capped and replaced. No patient complications have been reported as a result of this event.